Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was an alert issue on the mobile app. The patient stated there were no alerts on her app when she experienced a low blood glucose level. The patient was at work when she became incoherent and dizzy. Her manager called emergency medical services (ems) who took the patient¿s blood glucose (bg) which was 29 mg/dl and administered dextrose via intravenous (IV) therapy and fluids. The patient became coherent, her bg increased to 131 mg/dl. The patient declined transportation to the hospital. The patient¿s cgm values pre- and post-treatment and the sensor insertion date and location were not provided. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.